Event description:
It was reported that the patient started to experience dizzy spells. One month after the onset of the dizzy spells, during an interrogation, lead impedance was over 8000 ohms and there was intermittent loss of capture. In addition, there was a lead warning that corresponded to the onset of symptoms. The lead was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix mechanism. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.